Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The dealer stated the unit is slowly lowering when in use.

Manufacturer narrative:
Product returned and evaluated. It was found that the pump ram was binding and the pump slowly goes down.

Event description:
The dealer stated the unit is slowly lowering when in use.